Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: when the staple line was inspected after the 60-2.5 staple load was fired across the jejunum to create a jejunojejunostomy, there were many staples on the most outer row (not by the blade) that were sticking straight up like squares and there were no "b" shaped staples. Not the entire line, but staggered throughout, about 50%. Operating room time was extended by 40 mins to oversew all the staple lines on the jj. This was done for security not because of pt injury. The 60-2.5mm staples were oversewn with a 2-0 silk on an sh needle.